Event description:
It was reported to vyaire medical that the 3100a ventilator bellow and piston are out of tolerance. The oscillator is not holding setting,drifting and noisy. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). Field service went onsite cannot duplicate the reported issue. Performed 2k pm (preventive maintenance)as per 3100a service manual. Patient circuit calibration and performance check passed. The unit is operational and meets OEM (original equipment manufactured) specifications. Unit has 3788 hours. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.